Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced hypoglycemia. Customer's blood glucose level was 2.4 mmol/l and treated with jelly and current blood glucose value was 12.4 mmol/l. Customer declined troubleshooting for the low blood glucose. Customer stated that the insulin pump had crack at back on the battery side and the battery was hard to come out. The device will not be returned for analysis.